Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging the ipg as recommended. In turn, the ipg became unable to successfully communicate with external devices due to being inoperable. As a result, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was restored post-operatively.